Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates detail of product: item # 00771301200, item name modular femoral stem press-fit plasma sprayed cementless size 12.5, lot # 61998319. Item # 00875705402, item name shell with multi holes porous 54 mm o.d. Size jj for use with jj liners, lot # 61985845. Item # 00875101136, item name liner neutral 36 mm i.d. Size jj for use with 54 mm o.d. Size jj shell, lot # 61995856. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that patient has pain, limited mobility and popping of implant after about 6 years after the initial surgery. A revision surgery will be scheduled soon.

Manufacturer narrative:
Additional: h2, h6 correction: b4, e1, e2, e3, g4, g7, h10 due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: pain, stiffness, limited mobility, clicking and popping sound. Event summary: patient¿s legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2012. Legal counsel further reports patient allegations of pain in the groin and surrounding regions, limited mobility, stiffness, clicking and popping of the implant. The date of revision surgery was being scheduled. The involved component is biolox delta head, other warsaw components are covered in cmp-0409102. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis the patient was not yet revised. No product was returned to zimmer biomet for in-depth analysis. Root cause analysis neither x-rays, operative notes, office visit notes were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Moreover, the reported event cannot be related to a single specific failure mode. Therefore, due to significant lack of information, an exact root cause analysis cannot be determined. Nevertheless, the possible root causes for this device are listed in risk management worksheet rmw. Root cause associate with pain and limited range of motion were listed in rmw: - postoperative tissue reaction on burrs / sharp edges due to insufficient manufacturing process -> not possible, as the device history records had not show any anomalies. Further, a systematic issue with manufacturing process would have been detected as part of the issue evaluation assessment. - failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem -> not possible, a systematic issue with manufacturing process would have been detected as part of the issue evaluation assessment. . - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity => possible, as the soft tissue condition of the patient is unknown, this cause cannot be excluded. Conclusion summary patient¿s legal counsel reported patient underwent right total hip arthroplasty on may 9, 2012. Legal counsel further reports patient allegations of pain in the groin and surrounding regions, limited mobility, stiffness, clicking and popping of the implant. However, neither x-rays, operative notes nor office visit notes were received. The quality records show that all specified characteristics of the component (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The reported event cannot be related to a single specific failure mode alone with the significant lack of information, it is not possible to perform a meaningful analysis. Therefore, based on the given information, a specific root cause cannot be identified. Should any additional information that changes the assessment become available, the case will re-evaluated. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
No change to previously reported event.